Event description:
Journal reference: heo jh, lee km, paek sh, et al. The effects of bilateral subthalamic nucleus deep brain stimulation (stn dbs) on cognition in parkinson disease. J neurol sci. 2008; 273 (1-2): 19-24. The effects of subthalamic nucleus (stn) stimulation on cognition and mood have not been well established. The authors estimated cognitive and mood effects of bilateral subthalamic nucleus deep brain stimulation (stn dbs) in patients with parkinson's disease (pd) at 6 months and 1 year postoperatively. Forty-six patients were recruited, and followed for 1 year after surgery. Of the baseline characteristics, age at onset, number of years in full-time education, and l-dopa equivalent dosage were found to be correlated with a postoperative decline in neuropsychological test results. In conclusion, bilateral stn dbs in parkinson's disease did not lead to a significant global deterioration in cognitive function. However, our findings suggest that it has minor detrimental long-term impacts on memory and frontal lobe function. Reportable event: of the tests performed, the verbal memory test, the stroop test, and the word fluency test showed statistically significant changes. The verbal memory test using the rey-kim memory battery showed a decline in delayed recall and recognition at 6 months and 1 year postoperatively, whereas nonverbal memory showed no meaningful change.

Manufacturer narrative:
See scanned pages.